Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Disease progression). Eval, conclusions: (disease progression).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 60 month ago. Aneurysm and vessel morphology from the time of implant are unk. Currently, the aneurysm is 55 mm in diameter. The vessels had no tortuosity and little calcification. It was reported that there was a large proximal type 1 endoleak seen and this was due to disease progression. The neck now measures 32 mm in diameter for the entire length. The original bifurcated stent graft was 28 mm in diameter. The physician elected to implant an endurant cuff and successfully resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.